Event description:
Customer reported that "during treatment when multiple alarms occur, the prismaflex enters a "frozen screen" state, and no communication with the machine through the touch screen is possible. This results in termination of treatment by mainswitch shutdown and treatment cannot be continued without starting the machine up again and reloading a new set. The machine is filed as not to be used and the pt has to wait before the treatment is carried on meaning his condition will deteriorate." Blood loss volume reported: filter set. The reported machine runtime was 2872 (h).

Manufacturer narrative:
There was no medical intervention reported. A gambro technical services (gts) rep has evaluated the downloaded machine data files. The MFR has confirmed reported problems related to screen displays described as split screen where a mixture of info from separate screens is presented to the user, and frozen screen where the screen appears to be frozen, in that there is no reaction to user input on the touch screen. Code review reveals lack of synchronization between the protective system and user interfaces. Gambro renal products will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of frozen screen. The planned release date for software version 3.00 is year-end 2006.